Event description:
It was reported that the device provided a result of 1 mg/dl. This is outside of the reading range of the device. A request was made for the return of the suspect device and replacement product was sent.